Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the spokes on the rear wheels were broken and handrim was sharp. No injury.